Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna fem nail ø12 le 130° l235 timo15 was broken across the spiral blade insertion hole, both fragments were returned for evaluation. The edges of the fracture section do not indicate any signs of material issue, only smoothed out areas, most likely due to constant friction between the pieces before removal process. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional inspection for the tfna fem nail ø12 le 130° l235 timo15 was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 le 130° l235 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed: 04_037_042 rev j current , rev h manufactured dimensional inspection: manufacturing location: monument manufacturing date: 03-oct-2022 expiration date: 31-aug-2032 part number: 04.037.245s, 12mm/130 deg ti cann tfna 235mm/left - sterile lot number: 2240p96 (sterile) note: tfna lock drive (2096p80) and tfna lock prong (2217p44) manufactured by elmira. Production order traveler met all inspection acceptance criteria. Inspection plan, 04.037.245s-14-btq943560 / 2 met all inspection acceptance criteria. Packaging label log (pll), lppf rev e, lmd rev d was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 23625 supplied by jabil (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21127, timoagri16.00 lot number: 917p091 inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company. Dated 24-jun-2022 was reviewed and determined to be conforming. Lot summary report dated 13-jul-2022 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that a 12 by 235mm left tfna implanted roughly 8 weeks prior was discovered broken in-situ postoperatively. Revision surgery was performed on (B)(6) 2023, and the patient recovered in full. This report involves one 12mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for (B)(4).